Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-14332. During a follow up, right ventricular oversensing and ams episodes were noted. Atrial lead impedance was out of range and threshold was out of range for both the atrial and ventricular leads. The patient did not receive any inappropriate therapy. X-ray imaging was done and no anomalies were noted. No intervention has been performed and the leads remain implanted and are being monitored. The patient is in stable condition.